Manufacturer narrative:
E1: initialreported facility name - (B)(6) .

Event description:
It was reported that guidewire entrapment and coating separation occurred. The stenosed target lesion was located in the popliteal artery. A 300cm, 8cmv-18 control guidewire was selected for use. During the procedure, the guidewire was used in conjunction with an 18 support catheter for access. Approximately half a minute after insertion into the patient, the coating of the guidewire separated. A portion of the detached coating became lodged within the support catheter, rendering it nonfunctional. The procedure was completed using with another of the same device. There were no patient complications as a result of this event.